Event description:
It was reported that "the user was unable to load a clip to the applier during use. Therefore, another unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).